Event description:
Dislodgement resulted in high atrial output and premature battery depletion. Lead was capped and replaced. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).